Event description:
It was reported that the screen was black. No patient involvement or injury was reported.

Manufacturer narrative:
D4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Received device with cracked liquid crystal display (lcd) screen, tank cover, and corroded drain fitting. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the report issue was found to be cracked lcd screen caused by the customer. The technician replaced the printed circuit board (pcb).